Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of the presence of foreign material in the device.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for polypectomy in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, a yellow substance was present after the clip was deployed. The physician suctioned the material to remove it. The procedure was completed with the original resolution 360 clip used. There were no patient complications reported as a result of this event.